Event description:
A center director reported a case of trace epithelial ingrowth, observed on the left eye at one week post lasik re-treatment. No intervention reported and patient had no complaints. Upon additional follow up, reporter indicated the patient issue resolved with the standard post operative eye drop treatment protocol.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).